Manufacturer narrative:
(B)(4). Additional classification code: hwc. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision surgery for the removal of hardware from the right elbow took place on (B)(6) 2017. This revision surgery took place because of an infection in the elbow. The original surgery took place on (B)(6) 2017. The devices removed during the revision surgery were a 2.7mm lcp(tm) condylar plate 7 holes shaft; 2.7mm cortex screw slf-tpng with t8 stardrive recess 12mm; 2.7mm cortex screw slf-tpng with t8 stardrive recess 16mm; 2.7mm cortex screw slf-tpng with t8 stardrive recess 22mm; and a 2.7mm locking screw slf-tpng with t8 stardrive recess 22mm. The plate was purposely bent prior to the original implantation in order to conform to the patient¿s anatomy. All the devices were removed easily and intact with no product problem. Antibiotic cement beads made out of polymethyl methacrylate (pmma), were implanted into the patient. The fracture had healed over the 3 month period between surgeries. The devices were given to the patient and will not be returned. The procedure was completed successfully with no reports of delay or medical intervention. The patient¿s post-operative status was noted to be stable. This is report 4 of 5 for (B)(4).